Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a colectomy procedure, for a patient with a pre-op diagnosis: of diverticulitis, suture was required to resolve an air leak during testing. No reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter there was an event where staple malformed .there were no issues while initial firing of the device .the current status of the patient is stable.